Event description:
Litigation papers allege cobalt and/or chromium poisoning, pain and loss of mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2013, patient has been revised to address pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/24/2014 - medical records were obtained. Medical records indicate cup loosening. Upon revision, cables from implantation were removed. Implant records indicate patient's femur had fractured during reaming. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/08/2014.